Event description:
It was reported that pump battery appeared stuck at 20% charge even while connected to power. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset, after which battery began charging normally.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.